Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to a faulty force sensor. Unable to perform the rewind, basic occlusion, occlusion, prime, or excessive no delivery alarm tests due to the motor error alarm. The motor was tested outside of the device and it passed. The pump had minor scratches on the lcd window and a cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was unknown mg/dl. The customer does not recall if device was dropped or bumped recently. The customer did not try to access the sensor graph while doing bolus. The customer was advised that the device would be replaced and agreed to return the product for analysis.